Event description:
The healthcare professional injected evolysse smooth subdermally into a female patient's cheeks on (B)(6) 2025. By (B)(6) 2025, the patient developed a swollen, pink, and tender area on her left cheek. She consulted a different dermatologist and was diagnosed with cellulitis, for which she received a seven-day course of keflex. After completing the medication on (B)(6) 2026, the affected area felt firm. On (B)(6) 2026, the area was treated with a 0.5ml injection of hylenex; at the patient's request, another 1ml was injected the following day. By (B)(6) 2026, the firmness had moved lower on her left cheek, prompting another 1ml injection of hylenex. An inconclusive CT scan was reported on (B)(6) 2026. The primary care physician advised discontinuing product dissolution and prescribed another round of keflex. Updated photos sent by the provider after the second keflex course showed that the swelling and redness had resolved as of (B)(6) 2026.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. There were no similar complaints for this lot of product. This is a known potential adverse event addressed in the product labeling and risk management file. As with all transcutaneous procedures, soft tissue filler implantation carries a risk of infection. This is typically caused by various bacteria entering through a disrupted skin barrier. Additionally, poor aseptic technique or inadequate post-care, often contribute to this issue. Treatment with antibiotics usually resolves symptoms fully without lasting effects. The product was used off-label in the cheek region. We cannot rule out that this may have contributed to the reported event. Follow up 1: b5: added more details of the chronological description of events with specific dates, treatment with hylenex, and patient's current status b6: added date of CT scan performed f10: replaced code 4614 serious injury/illness/impairment with 4619: temporary impairment; as the patient has had a resolution of symptoms h11: added note that the product was used off label.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. This is a known potential adverse event addressed in the product labeling and risk management file. As with all transcutaneous procedures, soft tissue filler implantation carries a risk of infection. This is typically caused by various bacteria entering through a disrupted skin barrier. Additionally, poor aseptic technique, inadequate post-care, or intraoral injections often contribute to this issue. Treatment with antibiotics usually resolves symptoms fully without lasting effects.

Event description:
The healthcare professional reported injecting evolysse smooth subdermally into the cheeks of a patient on (B)(6) 2025. The patient experienced a hard, raised, and reddened area on the left cheek. On (B)(6) 2025, the patient experienced a decrease in the swelling but the area became tender to the touch. Then on (B)(6) 2025, the patient was diagnosed with cellulitis and prescribed keflex.